Event description:
The patient underwent a stimulation trial. The trial results were negative. During explant of the trial lead, the anchor fell apart into two pieces; the outer silicon body came loose from the inner titanium part of the anchor. It was noted that the anchor was not the reason for the negative trial; the trial was negative because the stimulation did not relieve the patient's pain. There was reported to be no patient injury

Manufacturer narrative:
(B) (4): the device is included in the medical device safety alert, titan anchor field action, physician communication (october 27, 2009).